Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer¿s service center, an error code related to the charging of the internal battery was observed. There was no reported patient involvement. The manufacturer¿s service technician confirmed the customer¿s issue and observed error codes e-193 (internal battery) and e- 290 in the device¿s event log. There were no findings made available to the cause of this issue. No repair was performed. The device is not needed for inventory and was scrapped. No further investigation is warranted at this time. Additional findings not related to the malfunction/issue was damaged to the rear enclosure case. The service technician recommended replacing the device¿s rear enclosure case to address the damaged rear enclosure case. There were no repairs performed on the device, and it was scrapped.